Event description:
It was discovered during the device evaluation, the olympus gastrointestinal videoscope had foreign material present in the nozzle and a burn present on the c-cover. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was foreign material present inside the nozzle and the c-cover was burned. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported foreign material failure mode could not be determined. Its likely that prolonged exposure to a heating element without sufficient distance maintained led to the burned failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.